Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager door adhesive pad to be replaced and door was misaligned. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager and door hasp were not aligned. A field service engineer removed the old adhesive, and new adhesive was applied to ensure proper alignment and a secure fit and verified functionality. The system functioned as intended after the field service engineer repaired the device.